Event description:
A nurse at the facility reports that during intraocular lens (iol) implant surgery, the haptic broke when the iol was inserted into the eye. The incision was enlarged and suturing was required. Add'l info has been requested.